Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on (B)(4) 1998 and was last repaired on (B)(4) 2003 for a non-related issue. Evaluation of the device observed damage and extensive wear to the leading edge of the head. The reciprocating arm was worn and slightly loose. The device did not perform within motor speed specifications. Prior to repair, the device was outside of calibration specification at the zero thickness settings. Additionally, the device failed side to side calibration at the zero thickness setting. Repair of the device included replacement of the head, the motor, reciprocating arm and all standard repair parts. In post-repair analysis, the motor initially did not operate, but after manual manipulation of the shaft, the motor operated within electrical specifications under no load. Corrosion was observed on the motor casing. The switch passed continuity testing. The device is (B)(4) years old and has not been returned for maintenance or repair at zimmer surgical in ten years; therefore, lack of preventative maintenance likely caused the damage to the head and reciprocating arm, which most likely caused the customer's reported event. The device was serviced and returned to the customer.

Event description:
It was reported that the electric dermatome handpiece had damaged to the head assembly. There was no patient harm or delay reported.